Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: on investigation, there was evidence of moisture corrosion observed in the battery compartment and on the underside of the battery cap. A small battery compartment crack was observed below the bumper pad. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture corrosion was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.